Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia, with a highest documented fingerstick of 501 mg/dl and current bg of 364 mg/dl, lasting over three hours; the user had recently changed to new infusion supplies, and an agent assisted with another full supply change to a 23 in, 6 mm infusion set after a previously bent cannula was noted on an earlier call, while the current cannula was not bent; the ilet did not alert for high or low glucose, the user was negative for ketones, and the user administered 15 units of backup therapy. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer service troubleshooting and supply replacement support. Investigation of this case revealed that hyperglycemia resolved after infusion set change consistent with an infusion site or cannula issue on a prior set, while the specific root cause for the reported hyperglycemia remained unclear for the current event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.